Event description:
On september 20, 2024, irhythm received a medwatch report (mw5159133), which stated that a patient visited their cardiologist and was prescribed a zio monitor for an abnormal arrhythmia. According to the report, the nurse prepped the monitor site by wiping the skin with alcohol and denuding the skin with the equivalent of sandpaper, then again applying alcohol. After the zio monitor was placed, the nurse allegedly informed the patient to watch out for blisters on the skin and to remove the monitor if blisters developed, as she had seen nasty blisters and rashes on patients. Also, patients on blood thinners bleed during the prep process. The reporter stated that upon leaving, their skin was red and burning. The discomfort continued throughout the night, making it challenging to sleep. According to the report, the patient is a non-practicing allergist and felt the zio monitor prep process was dangerous. The patient was concerned that the zio monitor prep process was predisposing patients to contact and possibly food allergies. It is unknown if the patient received treatment for the alleged skin irritation.

Manufacturer narrative:
Since no serial number was provided for the subject device, no further investigation can be performed. Irhythm was unable to follow up with the patient as no contact information was provided; therefore, no additional information is available. The zio monitor instruction for use provides precautions for skin prep and states¿ carefully prepare skin on the patient¿s upper left chest prior to applying the zio monitor. Observe the instructions for proper shaving, exfoliating, and cleaning. Proper placement and alignment of the zio monitor on the patient¿s chest is important for recording ECG data. Carefully follow the sequence of all steps in the application instructions to ensure the device is properly positioned and securely adhered to the patient¿s chest.¿ this event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.